Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, that the button on the device caved in on first depression. The device was replaced and the case was completed without any patient consequence.